Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating that the explanted right atrial (ra) lead showed a high pacing impedance out of range. No additional adverse patient effects were reported.